Manufacturer narrative:
On september 19, 2023, mentor received the following additional information. Clarification of the patient's diagnosis was received. She was diagnosed with capsular contracture of the right breast; there was no capsular contracture of the left breast. As this report is for the left-sided device, capsular contracture is no longer applicable to this file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture, rupture, generalized illness. H6 health effect - clinical code e2402: generalized illness. Date of explantation: (B)(6), 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, an ultrasound was performed, which showed five small breast masses in the patient's right breast. Three of the masses were discarded as normal and a biopsy was completed on the remaining two. The biopsy results were provided, which confirmed one of the masses were identified as positive for cancer. Afterwards, the patient's oncologist confirmed this was a case of stage I cancer. Genetic testing was performed to discard the need for a mastectomy. The patient underwent removal of the cancerous tumor in the right breast, along with the removal of various axillary lymph nodes. The patient underwent physical therapy and radiation treatment. Subsequently, she experienced chest pains, breathing difficulties, anxiety, panic, mood swings, depression, and loss of strength in the right arm. At a later date, the patient was evaluated for pain and stiffness around both breast implants. Magnetic resonance imaging was performed, which showed tears in both breast implants. As a result, the patient is scheduled for bilateral removal without replacements on (B)(6), 2023. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-08047 for the contralateral event.